Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter, test strips and control solution been returned and evaluated by lifescan product analysis with the following findings:the meter, test strips and control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed inaccurately low results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately at 7am on (B)(6) 2016, when she obtained an alleged inaccurately low blood glucose result of ¿28 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that also at 7am on (B)(6) 2016, she consumed more food/drink. She claimed that 10 minutes after the start of the alleged issue, she developed symptoms of ¿anxiety attack [and] couldn¿t breathe¿. She reported that she was taken to the emergency room where she received ¿IV fluids¿ from a healthcare professional (hcp) at 8:10am on (B)(6) 2016. She reported that after the fluids were administered, at about 8:15am on (B)(6) 2016, she obtained a blood glucose result of ¿280 mg/dl¿ on an unknown ER/hospital meter. During troubleshooting, the cca established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. The cca walked the patient through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained an inaccurate low result with the subject meter and reportedly developed symptoms indicative of an acute diabetes excursion which required hcp intervention, after the alleged issue with the meter started.